Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 244 mg/dl and sensor glucose was 409 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they did not have a bent cannula on the sensor. Customer was advised a replacement will be sent. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.